Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 499 mg/dl or 400 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting and continue for low blood glucose. Customer stopped using insulin pump and had reverted to syringes. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery due to boluses and blood glucose remain high as well as over delivery. Customer stated that drive support cap was normal. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did self-test and displacement test and both are passed. The customer stated that the insulin pump working but it was not working now and broken. The insulin pump will not be returned for analysis.